Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. Traces of corrosion found at the electronic assembly. Insulin pump received with cracked case at display window corners and severely scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error and was exposed to moisture. The insulin pump had been outside in the rain. The button error alarm could not be cleared. The blood glucose reading was 7.8 mmol/l. Nothing further was reported.